Manufacturer narrative:
The device was received for evaluation. During visual inspection, there was no flow coming out at the luer when the luer cap was removed. Microscopic inspection on the luer shows the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the air bubbles blocking the fluid path was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow during infusion. The device had been filled with 3900mg fluorouracil in 115ml 0.9% sodium chloride solution. This was noted when the patient came to the hospital to get the device removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.